Event description:
Customer reported that during the first cycle of treatment, the pt suddenly collapsed. The pt was slitting in a chair; his eyes rolled back and he lost consciousness for approximately 15-20 minutes. Pt could not be aroused during this time. Pt experienced urinary incontinence during this unconscious state. Pt was placed into "shock position" with legs higher than heart. Pt was not injured. Customer does not know the origin of the unconsciousness. Pt remained in the hospital overnight following this reaction. He received the 2nd ecp treatment on (B)(6) 2011 without any issues.

Manufacturer narrative:
No reports of a device malfunction have been received to date for this event. The device history record review of lot y911 shows no nonconformances or issues during production, micro, and qa testing. (B)(4).